Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device experienced screen delamination and was shut down, and a replacement was arranged while the original was to be returned. Symptoms included elevated blood glucose outside the target range for approximately one day without acute complications. Outcomes included use of back-up insulin therapy with rapid-acting and long-acting insulin and no medical intervention or hospitalization. Investigation included customer interviews and coordination for device return. Investigation of this device revealed a suspected device screen failure consistent with a hardware component issue leading to loss of normal device function and subsequent hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was a device-related hardware malfunction.